Event description:
It was reported that a study patient thought on (B)(6) 2015 that she was having more seizures in her sleep, maybe every other day. The physician noted the patient behaving oddly, sedate, and slurry. He noted concerns about seizures versus being overly medicated on migration medication. He planned to admit the patient for veeg including a thorough check of medications and tox screen. Previously on (B)(6) 2015, the patient could not be seen at her neurology visit because of her cognitive status at that time where she was acting like she was ¿drunk,¿ could barely walk and was slumped in the chair. The patient¿s mother reported that is how she is after her migraine medication. At that time, the physician thought this was related to treatment the patient had received at her headache visit. The patient was admitted to the epilepsy monitoring unit for a 3 day ambulatory eeg from (B)(6) 2015 for drug screening and evaluation of the patient¿s seizures and medications. Admitting diagnosis included partial seizures with impairment of consciousness, generalized seizures, and starring spells with unresponsiveness. Drug testing was negative. Medications were not changed. Additional information was later received on (B)(6) 2015 regarding the impairment of consciousness event that the physician reporting not having any new information as to determining an underlying diagnosis. It was reported that the discharge summary had been completed, and it noted since the patient did not have any seizures, it was not possible to comment. Good faith attempts for additional, relevant information have been unsuccessful to date.

Event description:
Additional information was received in regards to the patient. The last device diagnostics to confirm function (and battery status) were performed (B)(6) 2014. Their treating physician believed the patient did not actually experience more seizures as the patient initially reported. Their doctor is not convinced that she is having more seizures. Emu admission did not show frequent seizures and ambulatory eeg results are still pending. Their physician believes the migraine medications were contributory to their cognitive impairment. Migraines and migraine medication are the most likely source of problems. No interventions have been taken at this time - she is fluctuating -- working with her headache doctors.

Event description:
The ambulatory eeg from (B)(6) 2015 reported that the patient indicated having an event on (B)(6) 2015, but there were no epileptic form changes seen on the eeg. Clinic notes for the follow-up visit (B)(6) 2015 report that the patient presented with continued seizures at a similar rate, at least 2-3/month, often out of sleep. The off time was decreased from 5min to 3min. The physician assessed that the patient¿s medication had not helped much, so the anticonvulsant medication was switched.